Event description:
It was reported that one week after implant, this pacemaker was found to be in safety mode. Technical services (ts) was consulted and device replacement was recommended. No adverse patient effects were reported. At this time, this device remains in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information regarding product return status. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that one week after implant, this pacemaker was found to be in safety mode. Technical services (ts) was consulted and device replacement was recommended. No adverse patient effects were reported. At this time, this device remains in service.additional information was received that this device was explanted and replaced. No additional adverse patient effects were reported. Additional information regarding product return status has been requested.